Manufacturer narrative:
Repaired by distributor.

Event description:
It was reported via repair work order that the flip up handle broke off of the stair pro which could prevent the unit from lifting a patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.